Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia sometime in early november. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with insulin and IV fluids. The patient was released within 24 hours of being admitted. When the patient later removed the pod from the infusion site (abdomen), the pod's cannula was found bent.